Event description:
During a gastric bypass procedure, the physician fired the stapler and the stapler did not lay down the staples. A crunch sound was heard as he went across the stomach. The surgeon thought it was a new reload. However, it may have been a spent cartridge, and the surgeon fired through the safety. There was no pt consequence.